Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 10 months. The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicated that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. A specific cause for the development of this deposition could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was exchanged on (B)(6) 2016 due to possible thrombus. No further information was provided.